Manufacturer narrative:
510(k): k192697. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. However, ten sealed devices from the lot number said to be involved were returned and evaluated. Sealed devices #1-4, #6, and #8-10: our laboratory evaluation of the returned sealed devices, from the same lot number as the used device, could not confirm the report for difficulty with deployment as the devices functioned as intended. The samples were function tested per test protocol for open/close and full deployment on simulated tissue. The clips opened and closed, and deployed as intended on simulated tissue, no endoscopic maneuvers were required to aid in deployment. Sealed devices #5 and #7: our laboratory evaluation of the returned sealed devices, from the same lot number as the used device, confirmed the report for difficulty with deployment for device #5 and #7. The samples were function tested per test protocol for open/close and full deployment on simulated tissue. The clips opened and closed, and deployed as intended on simulated tissue, however endoscopic maneuvers were required to aid in deployment, confirming the complaint. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: not returned and two returned devices: a corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. Returned, sealed #1-4, #6, and #8-10: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy procedure, a cook instinct plus endoscopic clipping device was used. The physician opened and closed the clip before passing it down the scope. When at the target site, the clip opened with delay. When the clip was closed onto the site, the release was incomplete. The black inner catheter was still attached, tromboning. After vigorous shaking, opening and closing, it released and attached to the tissue ,difficult to deploy. Additional information received stated the clip was difficult to deploy once attached to tissue. The procedure was successfully completed with another device. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.